Event description:
A surgeon reported an incomplete flap during the lasik procedure on the left eye. The surgeon was able to lift the flap and complete the procedure successfully the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).